Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump to be in good physical condition. Review of device history log identified that the pump gave error 1720. During functional testing the pump was powered on and it immediately gave ec1720. Ec 1720 is an issue with the backup capacitor. Customer stated issue was able to be duplicated and was confirmed. Problem source was identified as back-up capacitor.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was alarming "lec 1720". No adverse effects reported.